Event description:
It was reported the patient called the clinic on (B)(6) 2024 to report damage to their system controller power cable. The patient explained that while doing yard work, they damaged the outer layers of the power cable with hedge trimmers. There were reportedly no alarms and electrical tape was placed around the damaged section. The patient called again on (B)(6) 2024 to report an alarm when switching from the batteries to the mobile power unit (mpu). The patient presented to the clinic for evaluation of the equipment and a system controller exchange. At the clinic when switching the patient from batteries to the power module the ventricular assist device (vad) coordinator was removing the electrical tape from the damaged power cable. The system controller alarmed when connected to the power module and the damaged power cable/exposed wires began smoking and generated a flame. The fire was put out and the patient was immediately exchanged to the backup system controller without issue. It was noted that the system controller would be returning for evaluation. The modular cable was exchanged and returned for an unknown reason. The patient did not sustain any injuries. Related manufacturer reference number: 2916596-2024-03214 (modular cable).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Incidental findings: visual inspection revealed a green substance in both power cables. There was no correlation between the reported event and the green substance. Manufacturer's investigation conclusion: the reported event of the controller¿s power cable being damaged resulting in alarms and smoke coming from the cable can be confirmed. Visual inspection of the system controller (B)(6) revealed a significant cut on the white power cable near the housing strain relief. It appears that the cut was previously covered with an electrical tape which was slid away from the damage. Further evaluation revealed a significant thermal damage to the cable outer insulation. The insulation was removed to reveal that the wires that represent the positive power lines were melted over the cable shield. The other wires insulations were also affected/melted, as one of the wires for the redundant negative power lines had exposed strands. Visual inspection also revealed a green substance in both power cables. The green liquid substance appeared to be a result of accumulated moisture that reacted with the underlying shield/construction in the power cables. The system controller was disassembled and visual inspection of the internal components was unremarkable. The controller¿s power cables were replaced with test power cables. The system controller was functionally tested and it was found to function as intended. The data log files were retrieved after the power cables were replaced. The event log file contained data recorded on (B)(6) 2024 from 3:03 to 15:21. The information captured in the logfile revealed multiple no external power events when the system controller was connected to an mpu. The pump support was not affected and the system was supported by the backup battery. The data revealed that at 3:09 the white power cable was disconnected from an mpu and connected to a 14v battery which cleared the alarm. The data captured at 3:10 revealed that both power cables were briefly disconnected, a no external power activated and cleared after the power cable were reconnected to 14v batteries. The system operated with no alarms until 8:00 when the white power cable was connected to a power module. Once the white power was connected to a power module, a low power advisory alarm activated. The next entries revealed that both power cables and the driveline were disconnected. The periodic log file contained events recorded from (B)(6) 2024. The recorded data did not add any new information regarding the reported event. In conclusion, the reported event appears to be associated with the reported mechanical damage to the controller¿s white power cable. As a result of the damage, there was an electrical contact/short between the cable power lines and the cable shield when the system controller is connected to an ac power source (mpu or power module). The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (rev c) under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.